Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not wear a mask or clean the area prior to starting therapy. The patient was hospitalized for the event and treated with vancomycin 1gm and fortum 1g in each bag. At the time of the report, the patient remained hospitalized for the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: additional information was received from a healthcare professional. It was reported that on an unreported date, the peritonitis resolved and the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.